Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse verified the unit's alignments and voltages; no issues were noted. The fse replaced the peristaltic pump tubing and substrate probe. The fse performed a routine system check, carryover test and high sensitivity (hs) system check. All system test results passed within specifications. The unit conformed to the manufacturer's published performance specifications. Beckman coulter customer technical service (cts) advised the customer to ensure patient samples are clot-free.

Event description:
The customer reported erroneously elevated prostate-specific antigen (psa) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing with the original and second sample produced lower results, within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.